Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found hard error 32101 on universal surgical manipulator (usm) 2. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported failure of error 32101. When the arm was tested on an in-house system, it failed normal mode as it triggered an error 32101. Remote fe recorded an error 32101. The usm failed usm direction and carriage tests with an error 32101. When the pitch motor module assembly was replaced with gold unit motor module assembly, the error resolved, and the arm passed direction (both usm and carriage) tests. When original pitch motor module was re-installed, error 32101 returned. As a fix to the reported problem, the pitch motor module will be replaced. The root cause was determined to be a component failure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer had an error on universal surgical manipulator (usm) 2. Prior to calling, the customer tried power cycling the system with no change. The surgeon disabled usm2 and continued with the procedure with the remaining 3 usms. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.